Event description:
Unomedical reference number (B)(4). Event occurred in sweden. It was reported that on 03-jan-2024, the patient woke up in the morning, felt sick and later on began vomiting. She checked her blood glucose level via blood glucose meter and it was 22 mmol/l. She also tested for ketone level which ranged between 4-5 mmol/l. Therefore, on 03-jan-2024 at 2 pm, she first went to the emergency room and was subsequently hospitalized due to high blood glucose level. On removal of the infusion set at the hospital, the cannula was found bent which led to her high blood glucose level. Her highest blood glucose level related to the incident was 22 mmol/l and ketones level went up to 6,3 mmol/l on reaching the hospital. During hospitalization, the patient received insulin drip and insulin pen as corrective treatment which resolved the issue. On (B)(6) 2024, the patient was released from the hospital with no permanent damage. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.